Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the probe broke off at 10 mm from the distal end. There were scratches around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The tissue pad was worn. The non-insulated area of grasping section had contact mark with the probe tip. The manufacturing record was reviewed, with no irregularities noted. These types of the probe and the tissue pad damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). It was known that contact mark of the grasping section and scratches of the probe occurred when the user kept activating output in the situation where the probe and the non-insulated area of grasping section became contacted due to the worn tissue pad of the device. It was known that the probe was cracked when the user grasped the tissue or activated output in seal & cut mode with the probe scratches, besides the probe was broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, when the nurse cleaned the probe outside the patient, it broke off. The procedure was completed with another thunderbeat. There was no patient injury reported.